Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope tested positive for an unspecified contamination. The issue occurred during reprocessing with no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The device was tested positive by olympus, therefore the user request was confirmed. After decontamination, the device was tested positive again. Third test was performed after replacement of contaminated components and the device was tested negative. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 8 cfu. Bacterial identification: bacillus species and coagulase negative staphylococci. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 5 cfu. Bacterial identification: enterococcus faecium, bacillus licheniformis, peribcillus sp, and sutcliffiella sp. Sampling date: (B)(6) 2025. Sampling from: all channel. Cfu: 13 cfu. Bacterial identification: n/a. Based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the leaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. After initial reprocessing by olympus, the hmi results confirmed customer concerns. After repair and additional reprocessing the hmi results were within the acceptance criteria.

Event description:
No additional information received from customer.